Event description:
Somehow, the distal end of the wire, approx the distal 20 mm or so, actually broke off the wire and ended up in the subintimal space of the pt's vessel. They were able to complete the procedure with no issues.